Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Correction to field d7: explant date.

Event description:
It was reported that this left ventricular (lv) lead was coming loose and will not stay in place. The health care professional (hcp) tried to reposition this lead but was not successful. This lv lead was explanted and was replaced with a different type. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead was coming loose and will not stay in place. The health care professional (hcp) tried to reposition this lead but was not successful. This lv lead was explanted and was replaced with a different type. No additional adverse patient effects were reported.